Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
50-year-old male patient treated with impella cp due to heart failure cardiogenic shock. During setup for an impella cp case, automated impella controller would not recognize when the purge disk was inserted and prime the purge tubing. The purge disk and cassette were removed and reinserted, steps were followed according to controller. Problem did not resolve after controller being shut off and turned back on. And consequently, controller was switched. First day of support cardiac index increased to 1.8, but becoming hypotensive and needing increased support with medication. Decision was taken to upgrade support to impella 5.5, but patient had positive blood cultures. During prep for a cp case, the automated impella controller (aic) had issues detecting the purge disc on the purge cassette. The purge cassette were removed and reinserted without resolution. Turning the aic off and then turning it on again was attempted, but also did not resolve the issue. A different aic (ic9185) was able to detect that same purge cassette and went through set up without any issues. The replacement aic was utilized for patient support. There was no patient involvement, as the issue was found during prep. During impella cp support, the device was in the wrong position. Echo indicated that the impella may be deep in the left ventricle, but the patient's left ventricle was noted to be large. There were no signs of hemolysis. The patient's care team decided against repositioning, stating that the risk of moving the impella and having potential issues with manipulating the pumps position were not worth it at this time.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemodynamic instability/infection/hypotension: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1 brand name updated.